Event description:
Metal debris adhered on thread of screw. Surgeon used spare.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of material integrity issue could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The material integrity issue might be caused by a screw plate collision. The surgeon did not use the drill guides (703686 for 3.5mm) and exceeded the allowed 30 degree cone, thus making the screw collide the plate and damaging its thread. The visual inspection revealed that screw threads were partially damaged and that there were evident marks of use on the screw head. Debris material (metallic filament) was additionally received. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities.

Event description:
Metal debris adhered on thread of screw. Surgeon used spare.